Event description:
On (B)(6) 2010, pt reported experiencing low blood glucose readings 5 times today while using the infusion device. Pt stated her blood glucose readings today were 40 mg/dl, 30 mg/dl, 44 mg/dl and 28 mg/dl. Pt reported each time her blood glucose dropped, she gave herself glucose tablets and orange juice which brought her blood glucose back up, but her blood glucose dropped again. Pt target blood glucose is 120 mg/dl. Pt stated she contacted her endocrinologist and was advised to lower her basal rate. Pt reported blood glucose continued to drop throughout the day, so she disconnected from the infusion device and placed it in stop mode. Had pt place the infusion device into run mode and discovered it was operating within basal rate profile 1. The basal total for profile 1 was 21.3 units. Verified the basal rates for each hour and discovered that each hour was programmed correctly. Pt stated she was working outside today and exerting a lot of energy. Had pt to check the daily total for today and discovered that for today, the infusion device delivered 28.2 units so far and on (B)(6) 2010, her daily total was 27.7 units. Pt reported her only two boluses today were 1.0 unit meal bolus for breakfast at 7:00am and 3.0 units for lunch. Reviewed the bolus history and according to the infusion device bolus history: 3.0 units delivered at 12:00 pm, 1.0 unit at 7:44 am, 2.0 units at 7:39am, and 3.0 units at 6:29 am. Pt reported she did not deliver the 2.0 and 3.0 unit boluses. Pt stated she last changed her battery when the e2 (battery depleted) alert displayed. Pt reported she did not see the a2 (low battery) alert. Had pt check the alarm history and discovered that the a2 (low battery) alert did display before the e2 (battery depleted) alert. There was also an a8 (bolus cancelled) alert at 8:52 am today ((B)(6) 2010), but pt stated she did not attempt a bolus at that time. Pt reported no one else operated her infusion device today. Advised pt to switch to the backup pump as soon as possible. Product was replaced and requested return of the alleged product for evaluation.